Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site regardless of therapy. Reportedly the patient lost significant amount of weight and the ipg appeared to be loose in the pocket. Surgical intervention may be taken at a later date to address the issue.